Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this lead was not successfully implanted due to high impedance, suboptimal thresholds and helix issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned with the helix partially extended and dried blood/body fluid in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high impedances or threshold issues. The reported clinical observation of helix issues may have been caused by the blood/body fluid infiltration into the helix housing.